Event description:
Routine chest x-ray revealed fragment of PICC line in pulmonary artery, unknown duration. Pt was transferred to this facility for special procedure to remove. 31 cm segment was retrieved with snare without complications.